Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was just implanted and did not know if it was working. It was noted that she had two programmers and was feeling a little stimulation on the left side but not on the right. Records only showed the patient implanted on the left side. The patient stated she was implanted with two implantable neurostimulator (ins) devices, one for her bladder and one for her rectum. The patient was taking water pills to empty her bladder and was getting urinary tract infections (uti) before the implant, but now she was going all the time. When asked if she was implanted for retention, the patient did not know why she was implanted and did not know if her symptoms were improving. An appointment with the healthcare professional (hcp) was scheduled for (B)(6) 2016. The issues had been occurring since implant ((B)(6) 2016). The patient later reported that she saw her hcp and they told her that her bladder was still full. She received the device because she did not empty her bladder. She was going to follow up with her hcp next tuesday ((B)(6) 2016) and would keep a diary of her symptoms until then. Additional information reported that the patient's implantable neurostimulator (ins) devices were not working. The patient stated that they "did not take." The patient reported that they were getting bladder infections although there were not as many or as bad as before. They were still having trouble emptying their bladder. The patient as mentioned that their right toes would curl, had a swollen foot and needed x-rays. It was unknown if the swollen foot was related to the patient's stimulation or not. The patient's healthcare provider had also put them on tamosin.

Event description:
Additional information received as patient mentioned that doctor said it looked like it didn't take. They were still trying different methods. They said that it looked like getting better. Patient got it for urge frequency and going during the night. The doctor was having them take water pills at the time because of uti infections. Patient was still getting uti's but not as often. Patient only gets up once during the night. Patient went to bathroom before they left from job and then when they came home then they could not make it to the house in time. Some time they made it in time and some times they did not. Patient was getting a lump on the right side where the implant was. It was little but they could feel it. Patient was at the doctor's office about a month ago. They had to go back in three months. They were trying all the programs on her right now to see if any of them work. Patient was advised to consult with doctor for lump issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.